Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The false upstream occlusion alarm was unable to be reproduced, but was confirmed through review of the event history log. Internal inspection of the device found cracks in the upstream sensor tail pins which is a known contributor to false upstream occlusion alarms. The upstream sensor assembly was replaced.

Event description:
During baxter's functionality testing, a spectrum pump alarmed falsely for upstream occlusion. There was no pt involvement.